Manufacturer narrative:
Returned device was received in excellent physical condition. During the evaluation of the device, there was a faulty heater and themistor that were found to have caused the confirmed complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer he device is not heating the water. Sometimes yes, but most of the time it does not. No adverse patient effects were reported.